Event description:
Device 2 of 2: reference MFR report#1627487-2018-05803. Follow-up identified the event took place on (B)(6) 2017 after the epidural space was accessed. As such, the case discontinued when the patient became unresponsive.

Manufacturer narrative:
Device/trial lead info requested. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report#1627487-2018-05803. It was reported the study patient (triumph) underwent a trial implant 2017 september and was over-sedated during the procedure. Reportedly, the patient was transferred to the hospital for testing and observation. Subsequently, the issue resolved (B)(6) 2017.